Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported premature battery depletion. The root cause of the anomaly could not be determined due to limited saved data.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. There were no adverse consequences to the patient.